Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received for evaluation. During functional testing, system error 322 was reproduced while attempting to run an infusion. A review of the event history log revealed multiple occurrences of the reported symptom. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be failed lower latch switch. The lower lux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low) during device power up. There was no patient involvement. No additional information is available.